Event description:
It was reported that the device alerted for pacing impedance greater than 3000. It was also reported that there was a great variance in the pacing impedance. It was later reported that the lead had a possible fracture. The lead has now been explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device alerted for pacing impedance greater than 3000. It was also reported that there was a great variance in the pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed there was high resistance/impedance; 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 at 09:00:10 and (B)(4) 2012 21:00:10. The weekly pace lead impedance trend data show various spikes for max ventricular pace bi impedance= 589 to 4047 ohms between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was apparent explant damage. Performance data was collected from the device and revealed there was high resistance/impedance; 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 at 09:00:10 and (B)(6) 2012 21:00:10. The weekly pace lead impedance trend data show various spikes for max ventricular pace bi impedance= 589 to 4047 ohms between (B)(6) 2012.